Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow and ok keypad buttons were hard to press and became worse a few months ago. The patient also stated that the ok keypad button was sticking and may have caused too much insulin to come out when he primed the pump. The patient also indicated that the ok, up and down arrow keypad symbols were worn and that he wears the pump in a pocket and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under the key contacts.